Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Manufacturer narrative:
This is a duplicate reporting of the event reported on asr ID (B)(4).

Event description:
It was reported by the sterile processing department at the user facility, that a bur broke off in the attachment. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported by the sterile processing department at the user facility, that a bur broke off in the attachment. The user facility was not able to provide any further information regarding the reported event.